Event description:
Drive devilbiss healthcare was notified of an incident involving a bath chair. The end user reported that "both hooks that hold the back broke and dropped down," causing her to hit her head and sustain minor injuries. The end user did not seek medical attention. Drive attempted but was not able to retrieve the unit for evaluation.